Event description:
It was reported that when the dr was performing the second urethral bulking procedure on the same pt, he noted exposure material through the urethral wall from the previous treatment. No steps were taken to correct situation as the dr feels the condition will self-correct. The dr continued the re-treatment and no further complications have been reported.